Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 2nd september 2014 and performed to specification up to the 3rd january 2016. The pad-pak was removed. The pad-pak was re-installed on the 11th january 2016 passing an auto self-test. The device successfully performed all self-tests up to and including the last log entry on the 25th january 2016. The returned pad-pak was installed. The device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation was unable to replicate the reported fault. The device performed to specification throughout the history log and during testing at heartsine. This report recommends replacing the membrane as a precaution.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator flashing but beeping too.